Event description:
It was reported that stent damage occurred. A 2.50x8mm promus premier stent was prepared. Before the device was delivered, it was noticed that the stent struts did not feel quite right to the physician. The complaint device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).